Event description:
Surgeon implanted a lens. The lens haptic tore off upon insertion into the eye. Due to the pt having a small pupil there was iris damage when the lens was removed. A suture was required to close the wound. The facility stated that the lens was odd loading, but okay and proceeded to use the lens. The pt's condition/prognosis is good. The facility did not provide the injector and cartridge model and lot numbers.